Event description:
Customer reported the system intermittently will display an image. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and repaired a cable and connector. System operates as intended.